Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The device longevity went from one year of longevity remaining to elective replacement indicator (eri) status in a span of eight months. Boston scientific technical services (ts) reviewed latitude and discussed battery longevity with the health care professional (hcp). Ts was unsure what was causing the longevity impact and offered analysis, but hcp declined. Ts then advised to continue normal device follow-up and monitoring. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.